Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer.

Event description:
It is reported that the patient is being considered for a hip revision due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant product(s): - unknown femoral stem, unknown acetabular cup, unknown acetabular liner reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It is reported that the patient underwent a hip revision procedure due to unknown reasons. During the procedure, the acetabular components and femoral head were removed and replaced. Attempts have been made to obtain information, and additional information on the reported event is unavailable at this time.